Manufacturer narrative:
Additional, changed and/or corrected data: d.4, d.6a, d.6b, h.4, h.6.

Event description:
Healthcare professional reported a not implanted device has a "puncture hole and began leaking." Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is broken device. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified one curved opening, creases, and red particles in the device outer surface. Leak test and microscopic analysis was performed which identified one striated opening. Based on the device analysis the final assessment is: one opening striated assessed as surgical damage.

Event description:
Healthcare professional reported a not implanted device has a "puncture hole and began leaking." Device was explanted.